Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a cytodiagnosis procedure performed on (B)(6) 2012. According to the complainant, during introduction of the device, the cytology brush was inserted into the endoscope but did not come out the distal end of the scope. Reportedly, the cytology brush was stuck in the endoscope as it was not possible to advance or withdraw the device with the scope. The cytology brush was removed from the patient with the endoscope and the two were then separated. The procedure was not completed since there was not another cytology brush available. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'good'. This event has been deemed reportable based on the investigation finding: brush wire broken.

Manufacturer narrative:
The exact patient age is unknown; however, it is reported to be over 18 years old. The evaluation finding of brush wire broken. Visual evaluation of the returned device found that the brush was retracted upon receipt. The working length was kinked in several locations and the handle cannula was bent. Functional evaluation found that when the handle was actuated, the brush wire would not extend. The device could not be fully inserted into a duodenoscope with a 2.8mm working channel due to the kinks on the working length. The handle was disassembled and the brush wire was found to be broken about 1 cm from the distal end of the handle cannula. The brush was not bent. The condition of the returned device was consistent with the complaint that the device brush did not come out from the distal end of the endoscope. Review and analysis of all available information indicated the most probable root cause for this event is 'operational context'. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.